Manufacturer narrative:
Result: broken fowler bearing support.

Event description:
It was reported by svc report that the fowler is not raising or lowering as it should. No pt involvement or adverse consequences are reported.